Event description:
During a surgical procedure, the distal tip of the sheath broke off inside the pt. The surgeon had to crush the tip to remove it and it is believed that all the pieces were retrieved. A like device was used to complete the procedure. No pt injury noted.

Manufacturer narrative:
A common cause for the breakage is excessive lateral force on the instrument during insertion or removal from the cysto sheath. This mishandling is cautioned against in the instructions for use manual that is shipped with the instrument. Visual inspection of the instrument confirms that the ceramic tip is fractured. A circular portion of the ceramic tip remains secured inside the head of the sheath tube. Numerous dents are noted along the entire length of the steel tube. Also noted is a significant dent on the tip of the tube coincident with the broken section of the ceramic tip. A third party repair identification mark is found on the steel tube at the center point of its length. The plastic push button is improperly mated to the instrument, also an indication of third party repair.